Manufacturer narrative:
The universal surgical manipulator (usm) was analyzed, and the reported problem was confirmed and replicated. In the system logs, the error 1162 was found indicating a cannula sensor fault, confirming the fault occurred in the field. Upon visual inspection, fluid intrusion was observed and determined to be related to the reported event. The unit was installed onto a golden system where the component could not be tested due to 319 error. The unit was then installed onto a patient side cart fixture test platform (pftp) where the led brightness test was found to be failing on the cannula and the 1162 error was triggered, replicating the reported event. Once testing was completed, the axes controller spar cannula (acsc) board was aba tested and was verified to be the source of the fault. The complaint was confirmed and replicated by failure analysis. The probable root cause is attributed to a defective acsc board resulted from fluid intrusion into the usm.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that universal surgical manipulator (usm) 1 was booted up with an orange led indicator. The customer power cycled the system, but the issue could not be resolved. The customer stated that usm 1 did not collide with another usm arms while booting up. The customer did not recall if any error occurred, but the customer stated that the system prompted an option for the user to disable the arm. The tse could not review the logs due to onsite being disconnected. The surgeon was able to complete the procedure with three usm arms. There was no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has not received the usm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.